Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. The device was returned with an unknown 7fr introducer sheath. The investigation is confirmed for retraction issues, a loss of bond at the proximal balloon glue joint, and a balloon detachment based on the condition in which the device was returned. The investigation is inconclusive for entrapment as the original conditions of use could not be recreated (i.e. Patient vessel). Based on the condition of the returned sample (i.e. Stretching observed at the point of detachment and loss of balloon bond), it is possible that excessive force contributed to the reported event. It is likely that the retraction issues resulted in the loss of bond at the proximal balloon glue joint and the balloon detachment. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with patient weight and concomitant therapy, but not reported. All other required information was previously reported.

Event description:
It was reported that the pta balloon would not retract through the sheath after the second inflation (12 atm) in the cephalic vein. A secondary intervention was required to remove the balloon catheter from the vessel. The patient was reported to be doing well post procedure.